Event description:
It was reported that the device has a broken or damaged barrel clamp. This is a part of the syringe sizer. The biomed requested the part number to replace it in house. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed over the phone troubleshooting to determine broken barrel clamp. The customer reported problem was not confirmed. A serial number was not provided; therefore, a review of the device history record cannot be performed. Over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a broken or damaged barrel clamp. This is a part of the syringe sizer. The biomed requested the part number to replace it in house. No additional information was provided. There was no patient involvement.